Event description:
Premature ICD battery depletion. Mr x initially received an ICD for primary prevention based on madit-ii indication, and had a generator change (B)(6) 2010. Per (B)(6), - comments: unscheduled tx: abnormal; yellow alert: voltage too low for projected remaining capacity. ¿ this device is using 101% of the power it would use at the following parameters: 100% pacing. Suspect catastrophic battery failure. Replace device immediate. Percent pacing since (B)(6) 2012: atrial 0%, ventricular 35%, pt underwent battery change (B)(6) 2012.